Event description:
The user facility reported that a staff member incurred a needle-stick to the finger while attempting to activate the safety feature. Reportedly, the employee was injured when the safety shield cap on the needle she was using "failed." Although repeated attempts have been made, no additional information has been made available.

Manufacturer narrative:
The involved sample is not available for evaluation. Therefore, the investigation was based upon evaluation of user facility information, representative reserve samples and quality records. No abnormalities or defects were noted on visual inspection of representative reserve samples and all samples passed functional testing. There is no indication that there was any relation to a pre-existing device defect. Although the cause for the reported event cannot be definitively determined based on the available information, the event description is most consistent with using improper technique in trying to activate the safety feature. The device labeling does address the potential for such an occurrence in the warnings/cautions and the instructions-for-use with statements to minimize the potential for a needlestick such as the following: (1) "handle with care to avoid needlesticks"; (2) "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product"; (3) "position the sheath approximately 45 degrees to flat surface. Press down with a firm, quick, motion until a distinct audible click is heard. Visually confirm that the needle is fully engaged under the lock"; and (4) "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).